Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting and decreased appetite. The cause of peritonitis was not reported. On an unknown date, the patient was hospitalized and treated with unspecified "antibiotic syrup and serum" for the event. At the time of this report, the patient has recovered from vomiting and peritonitis was ongoing; however, the patient was reported as better now. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.